Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was discarded by the hospital.

Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been august 10, 2021.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was discarded by the hospital.

Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been august 10, 2022.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was discarded by the hospital.